Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was missing. The root cause for the missing cable was unable to be positively identified. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing.